Event description:
It was reported that patient presented to clinic for follow up, it was noted that the atrial lead exhibited noise over sensing which had resulted in pacing inhibition and triggered inappropriate mode switch. Atrial noise had reproduced from an isometric exercise. No intervention or procedure was performed. The patient was stable throughout.